Manufacturer narrative:
This report was initially submitted following notification from a customer in portugal of a false susceptible tzp result for escherichia coli in association with the vitek® 2 ast-n192 test kit. Disc diffusion provided a result of "resistant". Biomérieux investigation was conducted. The customer did not comply with biomérieux request for isolate and raw data submittal. Evaluation of the qc batch records for vitek® 2 ast-n192 lot 562376820 indicates the lot passed on initial manufacturing qc release testing. As the patient isolate and raw data were not submitted by the customer, further investigational testing against a recognized reference is not possible. Based on the investigation activities, the vitek® 2 ast-n192, lot 562376820 is performing in accordance with specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false susceptible tzp result for escherichia coli in association with the vitek® 2 ast-n192 test kit. Testing via disc diffusion obtained a result of resistant. The customer stated the vitek® 2 ast-n192 test result was not communicated to the physician, and had no impact on patient treatment. There is no indication or report from the hospital to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. There may be a potential for adverse event if the event were to reoccur; therefore, this event is being reported as a malfunction. Culture submittals have been requested by biomérieux for internal investigation. However, the customer stated the isolates are no longer available. In addition, the customer is not complying with the request for lab reports of the repeat test or raw data for all testing. Internal biomérieux investigation will be initiated.